Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been admitted to the hosp in 2005, for bleeding and possible infection. The physician had explored him surgically two times and angiography studies were also done to determine the source of the bleeding, but none was ever found. The pt was in the hospital at the time of the pump failure. During pump exchange surgery, the surgeon noted bleeding from the inflow valve graft for the first time. The pump was exchanged with the manufacturer's clinical "trail" vad. The hosp is sending the device to the manufacturer for analysis. The pt remains stable and on lvad support.